Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation, the physician was unable to pass the impella cp pump across the aortic valve due to aortic stenosis. The physician attempted to intervene through the left anterior descending, but there was no pulse, so the decision was to stop all intervention in the cath lab. The procedure was aborted due to the patient's anatomy.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.